Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was initially reported the patient had a car accident on (B)(6) 2018, with no device/therapy issues noted. Additional information received from the patient on (B)(6) 2018, reported they encountered a power-on-reset (por) message the night previous when, they tried to turn the device off for an MRI of the head (for an issue not related to the device). As an issue that could be related to the issue, the patient stated they had a car accident. The patient stated that they never touched their programmer, but mentioned they do ¿not feel it and never has¿. The patient was redirected to their healthcare professional (hcp) for the issue. Information received from the hcp on oct. 1, 2018, reported that they were unable to read the patient¿s implantable neurostimulator (ins). It was discussed whether it was safe to perform an MRI. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that device no longer life nor power. The patient is not interested in replacing the device at this time.